Event description:
It was reported that the ilet user experienced low blood glucose after making multiple meal announcements, with the lowest cgm value of 56 mg/dl and a separate glucometer value of 70 mg/dl. The event was attributed to use of device problem related to accidental multiple meal announcements and included treatment with oral glucose. Symptoms included hypoglycemia. Outcomes included serious injury requiring unexpected medication intervention in the form of oral glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and implicated user-related factors, with no specific device component identified. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.